Event description:
The customer reported that during a case the image looked blurred. When the case started the first couple of short exposure static images looked okay. When they started taking exposures longer than about 1 second the images were blurry with a completely white area on the right side of the monitor that took up about 10% of the image. No patient injury.

Manufacturer narrative:
The service rep tested system and could not duplicate problem. Sent log files to slc for evaluation. System tested and found to be working as designed. Returned system to service.